Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5. The pump passed the displacement test. The pump failed the self test due to appearance of pump error 63. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. The pump passed the keypad voltage test, all buttons were tested for their functionality and all passed. Pump successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 alarm (variable #: 3) on 05/26/2022 at 15:22:24.000. Pump was cut open to perform visual inspection and found a broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, moisture damage on the force sensor, pcba 1 and pcba 2. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, cracked retainer, end cap address label missing, corroded battery tube, and corroded battery tube spring. Keypad unresponsive was not confirmed during testing. Cosmetic damage was confirmed at the display window. Moisture damage was confirmed found on pcba 1, pcba 2, and force sensor. Pump error 63 alarm was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: it is informed that the device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported the down button in the insulin pump did not always work and had minor problems - band on the pump screen was gone. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the pump. The product was returned for analysis.